Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal of an unspecified number of tampons, the strings separated leaving the pledgets inside her vaginal cavity. She manually removed the pledgets. She also reported she received lacerations upon insertion of an unspecified number of tampons. She used over the counter vaseline for the lacerations and is improving. The consumer did not seek medical attention for either of the reported issues and did not experience any adverse health effects.